Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative. One (1) osseotiteâ® tapered certainâ® implant 4 x 13mm was returned for investigation. Visual evaluation of the as returned product identified the implant with a portion of a fractured screw inside. Signs of use and minor damages to implant, most likely from removal process. The other reported screw was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on an unknown tooth site (universal) and was used for approximately 1 year, and 9 months. DHR and complaint history review could not be performed for the product reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional fracture screw) or product (xifnt413, unknown lb screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device (returned screw + implant) malfunction did occur and the reported event was confirmed. Device malfunction could not be verified for the second screw since, it was not returned.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported the patient came with the prosthesis in his hand and the screw was fractured, doctor was not able to rescue the fracture portion from the implant. Therefore the implant was removed in one site. Doctor will place other implant at a later point of time.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.